Event description:
It was reported that the device was unable to be interrogated via bluetooth telemetry. The device was explanted and replaced to resolve the event, and the patient was in stable condition.

Manufacturer narrative:
The reported event of no ble telemetry was confirmed. The device was at end of life (eol) level upon receipt. Device arrived unable to interrogate. Premature battery depletion is consistent with high current latch-up. Device was cut open and battery was sent out for analysis. External analysis of battery cell showed no anomalies. Further analysis of device hybrid was performed and showed normal device characteristics. A longevity calculation was performed and found the battery depletion was premature. The premature depletion conditions could not be reproduced after installing new battery during analysis. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.